Event description:
In 2005, the pt was treated for an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. In 2007, imaging showed that the patient experienced a type ii endoleak originating from the lumbar arteries as well as aneurysm enlargement. Two months later, the type ii endoleaks were successfully treated with onyx. Fluid was visualized in the aneurysm sac post onyx treatment. No plan of treatment is yet in place. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.